Event description:
Customer reports the following: "biomed reported "powered on the device and it immediately alarms "remove pump from service." Attempted to remedy the issue by cleaning the following: valve plans, loading guides, dsps cap, air detector , powered on the device after cleaning was completed. The device displays the same alarm. Waiting for biomed to power up pump so logs can be downloaded. No patient harm. 3/13/23 downloaded logs." Preliminary review of the device logs indicate that this is a compressor issue (not fully charging the negative tank). This stopped an active infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.